Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's sister contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's sister called the patient to check on him but there was no answer. Patient's sister sent a wellness check to the patient's home. Upon arrival, the patient was non-responsive and the paramedics were called. The patient's blood glucose (bg) was at 30mg/dl when the paramedics arrived. The continuous glucose monitor was displaying 80mg/dl. The paramedics gave the patient an IV of glucose and a sandwich. The paramedics did not leave until the patient was stable. When the paramedics left the patient's bg was at 90mg/dl. At the time of contact, the patient was stable. No additional event or patient information was provided. The receiver data log was reviewed on 04/13/2016. The reported event of cgm inaccuracies could not be confirmed. A root cause was not determined. Additionally, patient did not enter bg values into the cgm promptly. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event .